Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument. After evaluating the data and the instrument, the cause of the discordant, falsely low igm_2 result was due to a dilution cuvette not being well rinsed. The fse replaced the rinse and aspiration valves. Controls were successfully run and the instrument is operating within specification. No further evaluation of the device is required.

Event description:
A discordant, falsely low (B)(6) result was obtained on the advia 1800 instrument. This result was reported to the physician. The patient sample was retested (repeat 1) and a higher (B)(6) result was obtained. The patient sample was retested again (repeat 2) and an (B)(6) result was obtained that was similar to repeat 1. It is unknown if the repeated results were reported to the physician. There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely low (B)(6) result.

Manufacturer narrative:
The cause of the event is unknown at this time. This incident is currently under investigation.

Event description:
A discordant, falsely low immunoglobulin m_2 (igm_2) result was obtained on the advia 1800 instrument. This result was reported to the physician. The patient sample was retested (repeat 1) and a higher igm_2 result was obtained. The patient sample was retested again (repeat 2) and an igm_2 result was obtained that was similar to repeat 1. It is unknown if the repeated results were reported to the physician. There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely low igm_2 result.